Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine ICD replacement, the physician was unable to unscrew and detach the patient's rv lead from the device. As a result, the physician explanted and replaced the rv lead in addition to the device. No patient symptoms were reported.